Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e2/ e3, g2 and h6 "medical device problem code" fields were corrected based on the available information at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to insufficient reprocessing caused by leakage at perforation on insertion tube. However, a definitely root cause cannot be established. The event can be detected/prevented by following the instructions for use which states: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. And the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: connecting tube is pierced and leaky, without metal exposure (water tightness is lost), bending rubber glue is separated and deteriorated, light guide cover lens (large) is cracked, the scope cover is cracked, the universal cord has buckles, the venting connector is damaged, angulations are out of specification, connecting tube is pierced and leaky, without metal exposure (water tightness is lost), and up/down angulation control knob feels too stiff; caused by the stretching of the angle wires (no picture available). The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii gastrointestinal videoscope perforated during reprocessing. During inspection and evaluation, the nozzle is clogged by a non-organic, white-colored material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.